Event description:
It was reported that the pt had a problem with recharging. The pt was able to get three boxes filled in the week before the report, but at the time of the report was not getting any boxes filled in. It was determined that the implantable neurostimulator (ins) was flipped. The physician flipped the ins back and instructed the pt to wear a belt. The pt was then able to recharge normally.

Manufacturer narrative:
(B) (4)